Event description:
The user had a skin infection at the site of implant a month ago (B)(6) 2025 which parents did not consult any doctor for. On (B)(6) 2025, it was proceeded with surgery to teat infection and necrosis. As reported on the derf, it was initially tried intraoperatively to save the implant by debriding necrosed tissue and covering it with a flap, however, it was decided to explant the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection at the implant site leading to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.

Event description:
The user had a skin infection at the site of implant a month ago ((B)(6) 2025) which parents did not consult any doctor for. On (B)(6) 2025, it was proceeded with surgery to treat infection and necrosis. As reported on the derf, it was initially tried intraoperatively to save the implant by debriding necrosed tissue and covering it with a flap, however, it was decided to explant the device.